Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer met resistance when filling the cartridge with insulin. Blood glucose level could not be recalled. The customer successfully loaded another cartridge. Insulin delivery was resumed.